Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device. It was not confirmed that the lancet protruded past the cap before or after firing. The reporter also states that her friend was accidentally stuck. She states that alcohol was used to clean the friends finger and no reported medical intervention required. No adverse event reported. New lancet device with lancets sent and return requested.